Event description:
Related manufacturing reference number: 2017865-2023-93310. Related manufacturing reference number: 2017865-2023-93311. Related manufacturing reference number: 2017865-2023-93312. It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv), left ventricular (lv), and right atrial (ra) leads were all dislodged due to twiddlers syndrome. The dislodgement was discovered via fluoroscopy. Additionally, due to the dislodgement, it was noted that the rv lead had no capture, device sensing issues in the form of r-wave amplitude variation, and high pacing impedance. The patient was asymptomatic. The plan was to explant and replace all the leads and connect the new leads to the current implantable cardioverter defibrillator (ICD), but during the procedure, the physician encountered difficulties when trying to connect the new rv lead to the ICD. It was discovered that the set screw of the ICD was stripped. Ultimately, the rv, lv, and ra leads, along with the ICD were all explanted and replaced successfully. The patient was discharged.

Manufacturer narrative:
The lead was returned due to dislodgement and twiddler¿s syndrome. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.